Event description:
Dentist extracted caller's tooth and implanted a collagen device to assist with healing. Caller stated he began to experience a reaction post extraction; rash, redness, itching, irritation, and blisters across the chest. After the reaction spread, caller went to the emergency room, received a steroid shot and headed home. The next morning, caller woke up with redness and a burning sensation. He contacted his dentist and was told the reaction cannot be due to the implant because it is a "natural product". Caller looked online and found testimonials of other people's reaction to the implant. Caller stated his reaction has decreased drastically but worried about possible reaction after medications are finished.